Event description:
A facility reported a blown fuse of an electrosurgical irrigator (ID 90100irro). Issue detected before surgery. No patient consequences, no surgical delay. No additional information available.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The electrosurgical irrigator was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the irrigator unit was inspected by the service technician. The technician found that the fuses had blown and needed to be replaced. The irrigator functioned as intended once the fuses were replaced. The complaint could be verified through failure analysis. Root cause - root causes include loss of regulation from the upstream power supply, or short circuit between primary winding and secondary winding in auxiliary power supply due to overheating. The complaint was confirmed in the complaint investigation.

Event description:
N/a